Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt symptomatic when the implantable cardioverter defibrillator (ICD) allowed the patient's heart rate to decline. Contact with a physician was encouraged. The ICD remains in use. No further patient complications have been reported as a result of this event.